Event description:
It was reported that during a pta treatment procedure in a very tortuous superior measenteric artery to dilate a very calcified, 95% stenotic lesion, the stent slipped on the balloon. The physician used a 6 fr pinnacle destination sheath and advanced the express catheter to the target lesion. Per the reporter, the stent probably became caught up on some plaque, causing it to partially slip off of the balloon. The stent system was successfully removed. A second express biliary stent was used and the procedure was successfully completed. The pt is reported as 'fine'; no injury or complications were reported.